Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was hospitalized and transitioned to hemodialysis. The reason for the hospitalization is unknown; however, the patient¿s pd nurse reported the hospitalization was not related to dialysis. To date, there have been no reported allegations of any fresenius device or product issue associated with this event. No further information is available.